Event description:
It was reported that the programmer booted up to a white screen. The programmer has been returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the customer comment that the programmer booted to a white screen however the hard drive was replaced as a preventive. Analysis also found a loose keyboard screw, that the left keyboard hinge was cracked and that the power supply was noisy. All were replaced. (B)(4).